Event description:
It was reported several months after this valve was implanted, a paravalvular leak developed. The pt wished early correction and was admitted and underwent a redo sternotomy. Initially, the paravalvular leak was easily repaired. However, an unexplainable persistent central jet was observed. Ultimate inspection of the valve cusps revealed a pinhole-sized defect in the right coronary cusp. The valve was explanted and another valve was implanted without difficulty. Postoperatively, there was no signs of aortic insufficiency and the valve and ventricle were observed to be functioning well. The pt was reported to be doing quite well.